Event description:
It was reported that during lap gastric bypass procedure there was air leakage due to the trocars. The site changed the trocars to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.